Event description:
A pt with this implantable cardioverter defibrillator (ICD) died 4 years ago. The pt's family has contacted legal counsel regarding this device stating that the device failed to function.